Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Operating currents were not checked due to motor error alarms. No unexpected battery out limit alarm noted. The insulin pump had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer also mentioned a battery out limit. No further information reported.